Event description:
Caller states that while inserting lancet drum into multiclix lancet device, lancets protruded from drum. No adverse event reported. Requested return of suspect device and replacement was sent.